Event description:
It was reported to tyco/kendall healthcare in 2007, that a customer had a problem with the vistec sponge. The customer reports, "the sponges are shredding as they are pulling them out of pts."

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.